Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via a company representative right side rupture and exchange from textured to smooth due to the patients¿ concern of the product. Device has been explanted and replaced. The device has been discarded.